Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053474. It was reported that the distal portion of the tubing was found missing the component connect to IV (male luer) before use. Additional bd intake notes/questions for customer: (add any specific questions, or issues not mentioned in above sections) this was a tubing that when the nurse opened the package the tubing as defective. At the distal end where you would connect to the IV it does not have that end to do so. It has a port instead of the connection to hook up to an IV. No patient was involved. The tubing came out of the package defective.

Manufacturer narrative:
One primary set, model 2426-0500 lot 20053474, was received by the customer for investigation. The set was visually inspected and the customer's complaint of an incorrect component attached to the distal portion of the tubing was verified. A device history record review for model 2426-0500 lot number 20053474 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 27may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing is aware of misassemble of the incorrect component and will continue to monitor for an increase in frequency. The customer¿s report that the distal male luer-lock was missing was confirmed. Upon visual inspection of the set in comparison to the set¿s assembly drawings, it was observed that model 2426-0500 lot 20053474 was misassembled. An additional y-body valve component in placement of the expected male luer component during the manufacturing assembly process. Previous investigations by bd manufacturing facilities has determined the root cause to be an operator error during the manufacturing process. At this time, this is considered an isolated event. Bd nogales manufacturing has been made aware and will continue to monitor this issue for an increase in frequency. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20053474. It was reported that the distal portion of the tubing was found missing the component connect to IV (male luer) before use. Additional bd intake notes/questions for customer: (add any specific questions, or issues not mentioned above). This was a tubing that when the nurse opened the package the tubing as defective. At the distal end where you would connect to the IV it does not have that end to do so. It has a port instead of the connection to hook up to an IV. No patient was involved. The tubing came out of the package defective.